Manufacturer narrative:
Endoprobe #14390-1 received by iridex on 03/10/2010. Iridex responded to this incident (dated 03/29/2010) upon request from the FDA. Conclusion: the resistor used to verify that the correct laser was attached to the correct probe was not fully electrically connected. This caused the device to be not "recognized" by the laser. Non electrically connected resistors in the probe are not unusual and have a known failure rate of less than 0.1%. The associated risks for this failure mode are considered acceptable.

Event description:
User facility reports that laser probe was handed off to the field. Error message "do not recognize this probe" appeared after the probe was connected to the laser. Laser probe was taken off field and another was opened, which worked. User facility reports that the event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. User facility reports that the original intended procedure was a rhegmatogenous retinal detachment, left eye. User facility reports that the device usage problem was a malfunction - the device did not perform as expected.